Event description:
It was reported that the patient presented in clinic with signs of infection including redness, swelling, and heat around the implant site of the pacemaker system. The pacemaker system including two epicardial leads were explanted and infection was confirmed. The patient was placed on antibiotic treatment until a new pacemaker system could be implanted. The patient was discharged from the hospital. A new pacemaker system was successfully implanted in late (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report#: mw5170544.